Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display text was dim or faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings:investigation revealed that the display screen text was dim and discolored. The contrast was increased to the maximum setting of 10 with little improvement. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.